Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50ml intravia bag leaked on the side of the dosing (injection) port where the port tubing from the bag meets the port insert. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 expiration date (update to n/a), h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak between the injection site and the bag was observed. The reported condition was verified. The cause of the condition could not be determined; however, may be related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.